Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a translucent rod in the catheter was confirmed and the cause appeared to be manufacturing related. One 20cm niagara catheter was returned for investigation. A 3.7cm translucent plastic rod was taped to the dual lumen tubing. The plastic rod fit within the distal end of the arterial lumen. A microscopic examination revealed circular cuts in the plastic rod at one end. Without the rod in the catheter, the lumens were patent to infusion. It was reported that the material caused resistance to flushing within the arterial lumen. The manufacturing facility was notified of this complaint and awareness communication training to manufacture personnel has been conducted. A lot history review (lhr) of recn1981 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there were foreign matters on the catheter. (B)(6) 2018. Sale rep feedback stated: "a dual-lumen catheter was planned to be placed at the bedside via the left femoral vein with the guidance of color doppler ultrasound. The dual-lumen vena cava catheter set was sealed well. After it was unpacked, heparin was used for the catheter locking before the operation. It was unobstructed when used for pumping back and injection, and there was a slight resistance at the end of the artery. After completion of the catheterization with the guidance of color doppler ultrasound, blood flow of the catheter at the arterial end was poor and the resistance was large. Adjust the position of the catheter repeatedly and the dual-lumen could be used for pumping back smoothly. Blood flow at the arterial end and the venous end were all acceptable. But after the cuff pinch-off, the blood was still unobstructed. It was considered that the cuff pinch-off not completely. The arterial end was connected to the dialysis tubing. The machine reported ¿extremely negative input value¿ and was intended to be replaced with a vein end as the input end. The cuff that pinch-off not completely directly disconnected from the dialysis tubing. At this time, a semi-transparent rod with a length of about 4-5 cm and a diameter of about 1-2 mm fell out at the opening of the lumen of the artery end, and after the rod¿s falling out, the cuff can pinch-off completely and connected to the dialysis tubing. The machine was running normally and smoothly. To avoid unrecognized problems in the lumen, the machine was stopped and the catheter that placed via the femoral vein was removed."

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn1981 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there were foreign matters on the catheter. On (B)(6) 2018, sale rep feedback stated: "a dual-lumen catheter was planned to be placed at the bedside via the left femoral vein with the guidance of color doppler ultrasound. The dual-lumen vena cava catheter set was sealed well. After it was unpacked, heparin was used for the catheter locking before the operation. It was unobstructed when used for pumping back and injection, and there was a slight resistance at the end of the artery. After completion of the catheterization with the guidance of color doppler ultrasound, blood flow of the catheter at the arterial end was poor and the resistance was large. Adjust the position of the catheter repeatedly and the dual-lumen could be used for pumping back smoothly. Blood flow at the arterial end and the venous end were all acceptable. But after the cuff pinch-off, the blood was still unobstructed. It was considered that the cuff pinch-off not completely. The arterial end was connected to the dialysis tubing. The machine reported ¿extremely negative input value¿ and was intended to be replaced with a vein end as the input end. The cuff that pinch-off not completely directly disconnected from the dialysis tubing. At this time, a semi-transparent rod with a length of about 4-5 cm and a diameter of about 1-2 mm fell out at the opening of the lumen of the artery end, and after the rod¿s falling out, the cuff can pinch-off completely and connected to the dialysis tubing. The machine was running normally and smoothly. To avoid unrecognized problems in the lumen, the machine was stopped and the catheter that placed via the femoral vein was removed."